Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with available service options.it was later confirmed by the biomedical engineer that they have decided to not repair the device. The device has been permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service indicator and would not complete the boot-up cycle. The biomedical engineer further advised that their device would lock-up at (and not advance beyond) the initial self-test screen. There was no patient use associated with the reported event.